Manufacturer narrative:
The device evaluation showed the following: a visual inspection of the un-deployed device revealed the lock pin dislodged from its seating in the leading olive and bent approximately 90 degrees. A kink was also observed in the polyimide near the leading olive. Based on the findings from this evaluation, the physician¿s observation that the lock pin was dislodged from the proximal olive and bent was confirmed. The likely cause for the lock pin being dislodged from the leading olive and bent could not be determined with the available information. The likely cause for the kink in the polyimide near the leading olive could not be determined with the available information. H6: investigation findings, conclusion codes.

Event description:
On (B)(6) 2021, this patient underwent endovascular treatment using gore® dryseal flex introducer sheath (dsf) and gore® excluder® aaa endoprosthesis for an abdominal aortic aneurysm. As the trunk - ipsilateral leg endoprosthesis was inserted into the dsf the sheath valve was damaged. The procedure was continued using a new dsf. The trunk - ipsilateral leg endoprosthesis was inserted into the sheath again. It was reported that a ¿stent-like¿ object was observed near the tip of the mounted device under fluoroscopy; therefore, the delivery catheter was removed. Reportedly, the lock pin dislodged from the leading olive. The procedure was continued using new device. The patient tolerated the procedure.